Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The peritonitis was manifested by cloudy effluent and abdominal pain. The day after event onset, the patient presented to the emergency room and was hospitalized for the event. Treatment was not reported. Physioneal therapy was ongoing. At the time of this report, the effluent was clear, the abdominal pain had ceased and the patient was recovering from the peritonitis event. No additional information is available as the reporter declined follow up.